Event description:
It was reported that the clips were jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file anp1900072605 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier. An attempt was made to apply the clip onto over-stressed surgical tubing, but the clip was unable to close since the jaws were misaligned. This was repeated two more times with the same result. The bottom jaw appeared to be bent. The device was disassembled in order to inspect the internal components. The bottom jaw was found bent. The channel pivot holes for the bottom jaw were oblong since a significant side pressure was applied to the holes by the bent jaw. The clips were slightly out of position in the channel. The proximal end of the feeder was slightly bent. The bridge was broken at the proximal end. The device was returned with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. The damage to the bottom jaw prevented the clips from closing properly. Based upon the damaged observed, it appears that unintentional user error caused or contributed to this event. Reference file anp1900072605 for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips jamming" was confirmed based upon the sample received. Upon functional inspection, the clips were able to load properly into the jaws but were unable to close onto over-stressed surgical tubing. The sample was disassembled , and the bottom jaw was found bent which caused the jaws to become misaligned. The channel pivot holes for the bottom jaw were oblong since a significant side pressure was applied to the holes by the bent jaw. The damage to the bottom jaw prevented the clips from closing properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800410 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were jamming.